Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5043139) on 20-jul-2015. The most recent information was received on 24-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) for bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and cervical dysplasia ("reproductive system disorder or condition type of disorder or condition: cervical dysplasia"). In 2010, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair falling out"), acne ("acne"), menstruation irregular ("irregular menstrual cycles"), dizziness ("dizziness / lightheaded"), hypoaesthesia ("numbness in hands") and hypertension ("high blood pressure"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hyst(full),salpingectomy(bilateral removal of fallopian tubes),oophorectomy(one side removal ovary). At the time of the report, the pelvic pain, weight increased, alopecia, acne, menstruation irregular, dizziness, hypoaesthesia, hypertension, vaginal haemorrhage, menorrhagia, cervical dysplasia and vulvovaginal pain outcome was unknown. The reporter considered acne, alopecia, cervical dysplasia, dizziness, hypertension, hypoaesthesia, menorrhagia, menstruation irregular, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in initial report via health authority, the consumer mentioned seriousness criterion disability or permanent damage but not specified and/or assigned to one of the events. Discrepancy noted for essure insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test results not provided. Quality-safety evaluation of ptc: final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs and mr received: case become incident, newly added events- vaginal hemorrhage, menorrhagia, cervical dysplasia, vaginal pain, onset date of previously reported events was added, essure removal date was added, product indication were updated, reporter was added, consumer race and date of birth was added, lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.